Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the food and drug administration that the customer received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2020 with unknown blood glucose levels at the time of the incident. The customer was given intravenous fluids to treat. The reporting party did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer administered 150 units of insulin using the insulin pump. The customer was attempting to commit suicide. Troubleshooting was not completed as the customer did not contact medtronic. The insulin pump will not be returned for analysis.